Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Three orbital atherectomy treatment passes were performed in the mid right coronary artery, which was heavily calcified and 90% stenosed. The distal tip of the viperwire guide wire fractured and the 30mm fragment could not be retrieved via a snare device, therefore the fragment was left coiled into a side small branch.